Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 08/13/2020. Corrected information: b1, h1 ¿upon additional information review, this medwatch report 2210968-2020-05676 has been upgraded from malfunction to serious injury. Corrected h-6 patient codes: 3191- removal of foreign body; h-6 device codes: 1562. Corrected b5 narrative: it was reported that the patient underwent a removal of skin cancer surgery on unknown date and the suture was used. While placing a subcutaneous suture on the leg after removal of skin cancer, the needle broke off the suture, requiring fluoroscopic retrieval. It was also reported that just the needle holder was used to place the subcutaneous suture. The patient is scheduled to have the needle removed with fluoroscopy. Currently, the patient is doing well. There is no additional dissection required in other tissues other than the target tissue. There is no change in the patient¿s post-operative care due to the prolonged procedure. Additional information has been requested. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number pl6642 and no non-conformances were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of skin cancer removal surgery? How was the needle grasped and how was control lost of the needle? In what location/area/tissue was the needle penetrated and found? When was the needle removal surgery performed? Was the needle removed during the re-operation? Was there any adverse patient¿s outcome? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Please provide a device return status: return date, tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/8/2020. Corrected h6 patient code: 3189 - surgical intervention. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/15/2020. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure. - only know age 89. Date of skin cancer removal surgery? - (B)(6) 2020. How was the needle grasped and how was control lost of the needle? - grasped with needle holder on second throw from top to deep. On release needle retracted past forceps. In what location/area/tissue was the needle penetrated and found? - lower left leg. When was the needle removal surgery performed? - scheduled. Was the needle removed during the re-operation? - no info yet. Was there any adverse patient¿s outcome? - no info yet. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - not sure. Very thin dermis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? Did the needle come in to contact with another instrument during the procedure? What is the patient¿s current health status and condition? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. While placing a subcutaneous suture on the leg after removal of skin cancer, the needle broke off the suture, requiring fluoroscopic retrieval. There were no adverse patient consequences reported. Additional information has been requested.